Manufacturer narrative:
B2: date of death was approximated based of date of first procedure. B3: date of event was approximated based of date of first procedure. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Retrospective data review revealed mortality in patients with express ld stents. Boston scientific performed a retrospective data analysis using the phd database to gather data from biostats to assess safety of the express ld stent. The procedures were performed from (B)(6) 2017 through (B)(6) 2024 with a total of 310 patients. The data reported mortality rates of 3.1 percent (10/310 patients). There were no reported cases of thrombosis, embolism, or hemorrhage.

Manufacturer narrative:
B2: date of death was approximated based of date of first procedure. B3: date of event was approximated based of date of first procedure. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the express ld stents confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.

Event description:
Retrospective data review revealed mortality in patients with express ld stents. Boston scientific performed a retrospective data analysis using the phd database to gather data from biostats to assess safety of the express ld stent. The procedures were performed from (B)(6) 2017 through (B)(6) 2024 with a total of 310 patients. The data reported mortality rates of 3.1 percent (10/310 patients). There were no reported cases of thrombosis, embolism, or hemorrhage.